Event description:
A report was received that a pt had an infection at the lead site. The pt's symptoms included fever and bleeding at the incision site. The physician cleaned out the area, however, nothing was explanted. The pt was administered IV antibiotics. The pt is reportedly doing well, and getting good stimulation following the procedure.